Manufacturer narrative:
Device was returned for analysis on 03/07/2022. Aspect control: the device returned in dry conditions in its original pack. Estimated insertion depth 50mm (tightening marks). The device presented a few markings and a yellow color to an orange color on the pa tube. Functional control: when first connected (in return state), the displayed values of temperature and pressure are stable. When simulated in testing, the sensor reacts normally when tested in a water column under different pressure values, the sensor is stable, for 24hours. Conclusion: in its returned state, the device is within specifications and the reported problem cannot be reproduced nor confirmed.

Event description:
The physician reported a difference between icp values and displayed amplitude on the monitor; no health consequences reported on the patient.